Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including a surgical lead, on (B)(6) 2010. It was reported the pt recently fell down a flight of stairs and no longer feels stimulation from his scs system. Attempts to reprogram the device to recapture stimulation were unsuccessful. The physician suggested a lead replacement or revision may be necessary to correct the issue. The pt is currently awaiting a system x-ray. As the physician is unsure as to what intervention is needed, no surgery date has been set. F/u found not further issues reported on the pt.